Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported there was a leak in the last port connection, and returned the affected sample. Sample was tested by priming with blue dye water. Testing found a substantial leak in the luer connection of the second smart site, verifying the complaint. Analysis under the microscope showed that there was a puncture in the smart site, causing the leak. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of the puncture cannot be determined as it cannot be proven. Some options are accidental puncture by the customer, damage during assembly or packaging, or an issue with the piston.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. It was reported that calcium was leaking out of the luer lock port on the IV tubing. Pt was initiated on crrt this am. A calcium infusion was started on a pump and connected using the y adapter to the return line of the dialysis access. Rn noted that calcium appeared to be dripping out of a luer lock port on he IV tubing. Rn flushed line and verified there is no resistance. Line continued to 'back flow' out of luer lock connection and not to patient.